Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical lung cancer procedure, the device had poor staple formation due to bad reload and incomplete staple line in distal part. The surgeon had to hand sew the affected site. Another device was used to complete the procedure. Patient is alive.